Event description:
Approximately 4-6 weeks post rotator cuff repair with fiberwire, patient (#2) presented with cellulitis and had a complete breakdown of repair. Patient required a second surgery for debridement (non-purulent gelatinous fluid/discharge). No bacterial growth was reported after performing cultures. This device is used for treatment.